Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a gastroscopy procedure performed in 2009. According to the complainant, during the procedure, biopsies of the duodenal bulb were to be taken. The device was inserted into the scope working channel and the forceps was opened. At this time, it was noted that a pullwire was separated from one of the jaws. The scope and forceps were withdrawn in tandem to minimize potential scope damage. The pt was then re-intubated with the endoscope and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device MFR dates are unk at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filled.